Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (rse) examined the system onsite and confirmed that the system was not starting and found miscellaneous messages including problem installing the os. Review of the log files shows problem on the flexspot pc. Upon troubleshooting fse identified an issue with the disk on the flex pc, spot, disks not powered, removal of the rack from the disk, and direct connection of the disk to the ribbon cables. Restart the system, take control of the pc, and prepare for replacement. Fse investigated and discovered that there was a bay box problem. The two pcs that fse had purchased for replacement had quality issues; the first, box refurbished by the carrier, had water problems, and the second had the same failure (bay box problem). To resolve the issue, fse replaced the replaced the bay box. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The system was outside of clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.